Manufacturer narrative:
A total of 101 patients with a mean age of 10 years (range, 2.5-20 years). This report is for an unknown synthes ao fixed-angle blade plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beauchesne, r., miller, f. And moseley, c. (1992), proximal femoral osteotomy using the ao fixed-angle blade plate, journal of pediatric orthopaedics, vol. 12 no. 6, page 735-740 (united states of america) doi: 10.1097/01241398-199211000-00007. The purpose of this study is to present a detailed description of the surgical technique, follow-up and identify complications when the ao fixed-angle blade plate is used. A total of 101 patients with a mean age of 10 years (range, 2.5-20 years) underwent femoral osteotomy. Osteotomy was fixed using unknown synthes ao fixed-angle blade plate. Minimum follow-up was 6 months. The following complications were reported as follows: the second (patient 5) fractured through the lateral cortex that was cut too close to the plate; this, classically the weakest area of the bone, was cut 8 mm wide rather than 15 mm as recommended for the adult plate used. This patient had fracture of proximal fixation. This patient required a second stabilizing procedure and eventually healed in an acceptable position. Patient 7 had severe seizure 2 days postoperatively; a fractured femur through distal screw hole was repaired with anterior plate. This patient had fracture of proximal fixation. This patient required a second stabilizing procedure and eventually healed in an acceptable position. Patient 9 had fracture at distal plate fixation. 8 months after osteotomy (well healed) patients was strapped in a dentist chair when femur fractured; repaired with open reduction. This report is for an unknown synthes ao fixed-angle blade plate. This is report 3 of 6 for (B)(4).